Manufacturer narrative:
At the time of reporting, the root cause of the reported complaint of unexpected power off was likely the old battery. The battery was just over two years old at the time of reported complaint, with 19% state of charge right before the loss of power. The device was later evaluated by physio control. Further root cause was determined in manufacturer report # 0003015876-2021-00829. The root cause of the reported complaint of unexpected loss of power was due to damage to battery pins.

Event description:
A third party service agent contacted physio control to report that their customer's device device had experienced an unexpected loss of power. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Third party service agent evaluated the customer's device and was not able to verify and duplicate -the reported issue. Upon a review of the electronic patient records physio control was able to verify the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that their customer's device had experienced an unexpected loss of power. There were no reports of adverse effects to the patient as a result of the reported issue.